Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 110, which was not reproduced. System error 110 was confirmed through a review of the event history log and caused by loose gears. The failed gears and bearings were replaced.

Event description:
It was reported that a spectrum pump displayed system error 110 during therapy in the medical surgical care area (medication, programmed amount and delivery rate unknown). The customer also stated that the device was swapped out and that there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.